Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system controller pcb assembly and user interface pcb assembly. After observing proper device operation through functional and performances testing, the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and found no fault with this component. Physio also further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to an inoperative integrated circuit, designator u2.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event codes are logged in the memory of their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the display would intermittently go completely white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it was needed.